Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device. The service provider reported that they replaced a solenoid. The ventilator was restarted, passed extended self-testing, worked normally. Covidien was not authorized to evaluate/service the device.

Manufacturer narrative:
Dien reference number: (B)(4).

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.